Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a stuck button alarm. Customer stated that they did press a button down for 3 minutes. Customer stated that they were not able to clear the alarm. Customer stated that the buttons was working. The device will not return for the analysis.